Manufacturer narrative:
Product complaint #(B)(4). H3 photo investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos show a sales unit box with product name vicryl, lot #20250701a, expiration date 2028-07, packing information. The package has multiple discrepancies in the information that do not match the original packaging for vicryl sutures. For example. Ethicon trademark is not present. The lot number was not recognized within j&j system. The box type is different. Lot number is not active in the different systems that we use to monitor the statuses of the manufactured batches, diversion was confirmed. Ethicon products were not distributed by authorized affiliates. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported on (B)(6) 2025 suspected counterfeit. Chu recieved feedback hangzhou customs inform jnj that huzhou yunda import co., ltd.submit export declaration for vicryl. Enclosed please find photos. It's different with ehticon vicryl products.